Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. During the functional testing, the returned device passed power-on self-test and all performance criteria of the final test procedure. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a power loss occurred. A radiofrequency ablation (rfa) procedure was being performed with a rf3000 radiofrequency generator. During the procedure the generator started to lose power to the point it was no longer working. The procedure was completed with another rf3000. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a power loss occurred. A radiofrequency ablation (rfa) procedure was being performed with a rf3000 radiofrequency generator. During the procedure the generator started to lose power to the point it was no longer working. The procedure was completed with another rf3000. There were no patient complications reported.